Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a total knee arthroplasty the articular insert would not ¿snap in¿ to tibial base plate an kept popping out during manipulation. After several attempts surgeon was given a back up insert from smith and nephew which worked correctly. There was a delay less than or equal to 30 minutes. No injury reported.

Manufacturer narrative:
H6: the device, used in treatment, were not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. The potential probable causes for this event could include but not limited to a user or procedural error. Based on this investigation, the need for corrective action is not indicated. Without the actual products involved and/or device information, our investigation cannot proceed. If these devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.